Event description:
Pt was diagnosed with cochlear meniere's disease (fluctuating hearing loss, tinnitus and pressure). Dr treated the pt with dexamethasone delivered through a micro-infusion pump and the intraear rwe-cath on 10-26-98. After placing the catheter, the dr packed the ear canal with gauze. The gauze was soaked with bacitracin. Dr has used same treatment multiple times successfully. No problems reported by the pt during the first 6 days of planned two week treatment. 11 days post-op, dr removed catheter because pt was complaining of hearing loss, vertigo, imbalance and nausea. Upon removal of the catheter and gauze packing, the dr discovered a "foreign body reaction" in pt's ear canal. Dr called intraear on 11-16-98. Dr was not sure if the reaction was also affecting the middle ear. Subsequently, after computerized tomography scan, dr determined the reaction was found in middle ear. Dr planned to treat middle ear. As of 12-10-98 pt was doing "much better". Pt was not suffering from a sensori-neural hearing loss--was suffering a conductive loss. Dr not sure if foreign body reaction is related to other inner ear symptoms. Dr now believes pt may have a fistula. Intraear asked dr for a copy of pt's chart and return of the catheter in question (copy of 11-18-98 letter enclosed). Dr says the catheter in question was disposed of and is not available. He has not yet responded to intraear's request for the pt's chart.